Event description:
It was reported to germay competent authority (bfarm user report (B)(4)) that when activating the respiration display, the screen "freezes" permanently. Patient monitoring was no longer possible.no parameters could be changed, alarms were not displayed or reported.the monitor could only be operated again after a hardware reset.at the time of the event, ECG and spo2 sensors were connected.the device was taken out of service. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Patient monitoring was no longer possible. No parameters could be changed, alarms were not displayed or reported. The monitor could only be operated again after a hardware reset. At the time of the event, ECG and spo2 sensors were connected. The device was taken out of service. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to the (B)(6) competent authority ((B)(4) user report (B)(4)) that when activating the respiration display, the screen "freezes" permanently. The device was in use on a patient. There was no report of patient or user harm.